Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event could not be duplicated. The ventilator passed all functional and safety tests and was cleared for clinical use. Evaluation of the received ventilator logs show several alarms for airway pressure high and airway pressure continuously high as well as expiratory minute volume low alarms. Airway pressure high and expiratory minute volume low alarms indicate that ventilation was ongoing but with higher airway pressure than intended. The airway pressure high alarm is generated when the user set upper pressure limit is reached whereby the inspiration phase is terminated and goes over to expiration. The expiratory minute volume low alarm is generated when the measured expiratory minute volume is lower than the by the user set lower expiratory minute volume alarm limit. The high airway pressure alarm and the termination of the inspiration phase, leads to that the patient not receiving the set volume and this may either be related to user settings not being optimal for the actual patient, or an increased expiratory resistance in the patient¿s breathing system. There are no technical error codes that indicate any technical issues with the ventilator. The preceding and following pre-use checks were passed without remarks. The root cause of the reported event has not been conclusively determined but there is no indication of ventilator malfunction at the time of the event.

Event description:
It was reported that there was a stop of ventilation. There was no patient harm. Manufacturer's ref #: (B)(4).